Event description:
It was reported that the biomed called stating that the volume of the arctic sun device was very low even though they had his volume up to level 5 in settings. The biomed was instructed to check and secure the 3.5mm jack on the control panel and if the problem persisted to call back and an assessment quote will be issued to them for diagnoses at the depot. They called back stating that the device could be having an issue with the control panel or the connection to the 3.5mm jack and they would like a quote to have the device sent in for assessment at the depot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Per review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called stating that the volume of the arctic sun device was very low even though they had his volume up to level 5 in settings. The biomed was instructed to check and secure the 3.5mm jack on the control panel and if the problem persisted to call back and an assessment quote will be issued to them for diagnoses at the depot. They called back stating that the device could be having an issue with the control panel or the connection to the 3.5mm jack and they would like a quote to have the device sent in for assessment at the depot. As per follow up information received via email on (B)(6) 2023. It was reported that the device has been repaired, they was now needing the password in order to put the device back into circulation. No additional information or sample is available at this time. An additional follow up is not required.